Event description:
On (B)(6) 2014 I had a 5:00pm appointment for laser hair removal treatment (legs) at (B)(6). This was my fourth treatment. I previously had three treatments done by (B)(6). This was the first treatment provided by (B)(6). Usually the practitioner asks if there was a change to any medication or if I have been exposed to the sun. This time the practitioner did not ask if I had been exposed to the sun. Even though, I was not asked I explained to the practitioner that I had been exposed to the sun approximately 3 weeks prior to my appointment on friday ((B)(6) 2014). The practitioner told me that they preferred 4 weeks but I should be fine. I added that I thought that it was two weeks and asked if the treatment would be delayed. The practitioner said no even though they preferred 4 weeks, three weeks was close enough, and I would be fine. During treatment I complained that it was very painful, and I didn't have that experience in the past. She said well it's probably because you were out on the sun 3 weeks ago and it would be over quick. The practitioner would hold my leg down and perform the treatment fast while I was complaining. She continuously kept saying "oo, I know I know, almost done. I know I know it hurts, almost there". After the treatment I asked her how long she said she had been doing this and she said "3 months but I am a nurse practitioner" I said ok. Did you change my settings because that was very painful, and I had not experienced that during my last three treatments. She said "no I used the same settings, it's probably because you were exposed to the sun three weeks ago". After I went home I noticed my legs were so burned, I couldn't even sit down. I went to the urgent care on (B)(6) 2014. This occurred at (B)(6).